Event description:
It was reported that the water did not cool down. (Cooling malfunction). As per wo review on 03feb2023, it was noted that there was no patient involvement. Symptoms were detected during the equipment inspection. As per additional information received on 13feb2023, repaired the device in the field. Replaced a mixing pump assy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the mixing pump was not functioning properly. Mixing pump assembly was replaced. A functional test was performed. The evaluation found no other issues with the arctic sun performance. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water did not cool down. (Cooling malfunction) as per wo review on (B)(6) 2023, it was noted that there was no patient involvement. Symptoms were detected during the equipment inspection. As per additional information received on (B)(6) 2023, repaired the device in the field. Replaced a mixing pump assy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.